Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads and a partially broken off reservoir tube lip. The test reservoir was able to lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer noticed that half of the reservoir compartment on the pump is gone. The rest of the opening breaks off, it won't hold on to the reservoir. The customer was changing out the infusion set when she noticed that the reservoir compartment is damaged. The customer's blood glucose was 6.3mmol/l.